Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiopulmonary arrest within 24 hours of their last dialysis treatment and expired. It was reported that the death occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is 1 of 2 device reports for this event.